Event description:
Per provider unit alarming. Per independent repair center statement, the unit is alarming or has a red light, has a broken barb connector, a saturated sieve bed, and a pilot valve that is alarming/shutting down.